Event description:
I have had no response from your co about my loss of vision caused by your product after I called your co this year. I called about the injuries to my eyes, and the woman I talked with said the co would call me within the next 2 or 3 days. No one has contacted me to this date. In 2007, I was prescribed contact lenses by dr. I rec'd my contact lenses the next month, and dr recommended that I use complete moisture plus when using my contacts. He had also given me some samples of your product at the time I got the lenses. After that time, I did not use my contacts until five months later when my regular glasses broke. I began wearing my contacts and using the "complete moisture plus" while my husband and I were in wyoming on a trip. After a couple of days my eyes began to burn, and felt like gravel was in them. I went to a dr in another state on the same month, and had to see him every day from that day until eight days later. I had a partial loss of vision in both eyes and experienced constant pain. I even had to wear a patch for a while. Dr said I had chemical keratitis caused by the "complete moisture plus". He told me that the product has been recalled. By that time, I had already discontinued its use, because of the burning sensation. Although my vision has slowly improved some, it is still partially impaired, and I still experience some burning. I am still incurring medical bills, and of course the contact lenses are of no use to me at this time. I am told that my prescription for glasses will probably change also. I would like to resolve this matter, but your co doesn't seem to want to contact me, and obviously doesn't care about my eyesight. Would you please send this to your insurance co, or risk mgr, so that someone on your behalf will contact me. If I do not hear from you within 10 days, I will have to take this matter to my attorney, so that he can take what steps are necessary to resolve the matter.